Event description:
It was reported that during a lap cholecystectomy, the device fired two staples during a single firing. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.